Event description:
Boston scientific received information that this right ventricular (rv) lead delivered pacing when not required and the patient developed twiddler's syndrome. This rv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed as update from product investigation was received, thus conclusion code updated.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Patients are instructed not to manipulate their devices in the pocket. Therefore, no further actions are considered necessary.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead delivered pacing when not required and the patient developed twiddler's syndrome. This rv lead was explanted. No additional adverse patient effects were reported.